Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: possible rupture, leak ; captured as saline deflation at this time.

Event description:
Healthcare professional reported ¿folding¿, ¿possible rupture¿ and ¿possible leak¿. This record is for the right side. Device remains implanted.